Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. One photo was received: the photo shows a blue cartridge fully fired with the pan dislodged. Based on the photo alone, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a right hemicolectomy, the metal part of the reload (ecr60b) remained in the psee60a stapler. The surgeon changed the stapler and open a new reload, but the same thing happened. A new reload was opened (with a different batch) to successfully finish the procedure. Surgery was delayed 10 minutes. Fragments were not generated and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. D4: batch #t5dl4c. Investigation summary : the analysis found that one psee60a device was returned with no apparent damage and with three ecr60b reloads present. The reload (b) was received fully fired. The reloads (c and d) were received fully fired, with the pan detached from the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the reload from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.